Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since e105 is displayed, the malfunction likely occurred due to accidental failure of the led lamp in the light source unit resulted in a symptom in which the lamp did not turn on. Per the operation manual, the failure of the light source unit may not be a problem caused by erroneous use by users.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the examination lamp did not ignite during the demonstration of the subject device by olympus medical systems india (omsi). There was no report of patient injury associated with this event.